Event description:
The healthcare provider (hcp) reported that the patient was implanted in the globus pallidus (gpi) for dystonic cerebral palsy. Generally, he had pretty good control of his right arm dystonia and the hcp saw him annually for check-up. He was doing so well in 2015 that the hcp did not even query his implantable neurostimulator (ins). Thus, the last report, the hcp had to compare was from (B)(6) 2014. About a month prior to (B)(6) 2016 the patient noticed his recharging times increased fourfold, from thirty minutes to two hours, despite trying to optimize the coupling. During most of the recharging sessions, he was getting 100% coupling. However, he typically did not pay attention to percent charge remaining. There was a recharging schedule change about a month prior. There was also a mild and gradual loss of benefit for the patient¿s dystonia about two weeks ago. Then on (B)(6) 2016 ,the patient had an abrupt and complete loss of benefit with severe dystonic spasms. He did notice the following day that he was struggling to get full coup ling and with much adjustment he got it up to 75%. The electrode and therapy impedances were all fine upon interrogation. The hcp noticed the right side had lower impedance and a higher current, so the hcp dropped the voltage to better match the intensity he had two years ago. This had no impact on his right upper extremity dystonia. The hcp provided a data sheet from the implantable neurostimulator (ins) and everything appeared fine. The reason there were no entries after (B)(6) 2015 was because on that day the patient turned on stimulation and never turned it off again. It had only been off for about four minutes prior to that. The patient¿s indication(s) for use were dystonia and movement disorders.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387-40, lot# v001355, implanted: (B)(6) 2006, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient had an office visit on (B)(6) 2016 before their devices were replaced, and of note, they were experiencing an electric shock sensation over the connector area behind their ear. It was mentioned that the healthcare professional (hcp) couldn't reproduce it with palpation or any other maneuver. They checked the electrode impedance with their head rotated in different positions and the readings were always the same. It was stated the patient had a loss of therapy on the right side of their body. Interrogation of the system electrically didn't show any consistently present abnormalities and x-rays of the system showed an intact system, grossly. Upon replacement of the extensions and implantable neurostimulator (ins), the contact 0 was found to have very high impedance. The extensions were swapped, and this was still found to be the same. The hcp suggested there was a stimulating lead malfunction affecting the left wire and 0 contact. It was also suggested that there was a possible slow failure of the lead. The patient¿s present therapy didn't use that contact (used 1, 2, 3 instead).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the healthcare provider who reported that the patient had high impedance on contact 0 on (B)(6) 2016 when the implantable neurostimulator (ins) and extensions were replaced. The healthcare provider added that the patient has had therapy issues for a long time and the symptom of dystonia mostly on the right side of the body was reported. They stated that it takes a long time to get control, then it lasts for a while, and then the patient losses therapy again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.